Manufacturer narrative:
The investigation determined an unexpected (B)(6) result was obtained from a (B)(6) panel sample as part of internal post expiry stability testing, using a vitros eci immunodiagnostic system. A definitive assignable cause could not be determined. (B)(6) results were obtained when the sample was retested in duplicate using the same reagent lot. The original and repeat test events produced valid calibrations and acceptable quality control results indicating the vitros anti-hbs reagents had operated as expected but insufficient time-points were performed to truly confirm acceptable performance. The possibility that poor vitros anti-hbs reagent or poor vitros eci immunodiagnostic system performance had contributed to the result could not be ruled out entirely.

Event description:
An ortho clinical diagnostics quality engineer became aware of an unexpected (B)(6) vitros ahbs test result produced for an (B)(6) panel sample when using a vitros eci immunodiagnostic system. Vitros anti-hbs lot 7680 sample n48 result (B)(6) vs. Expected result of (B)(6). Biased results of the magnitude and direction observed may lead to inappropriate physician action. The (B)(6) vitros ahbs test result occurred on a known (B)(6) panel sample used for internal testing and there is no report of affected patient samples. No allegation of patient harm was made as a result of the event. However, the investigation cannot conclude that patient samples would not be affected if the event were to recur undetected in a clinical setting. (B)(4).